Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a low, out of range shock impedance measurement. The local boston scientific field representative reported that the system displayed only one out of range measurement. The physician elected to monitor the system via the patient's home remote monitoring system. There were no adverse patient effects reported. The device remains in service.